Manufacturer narrative:
Zoll medical corp has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor the heart rhythm of a (B)(6), male pt with chest pains, the device's display was flickering. The device was turned off/on and the device's display was still flickering and clinical information could not be read. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.